Event description:
Sorin group (B)(4) received a report that the sorin c5 system was displaying errors and the pump motor was not rotating. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the sorin c5 system. The incident occured in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.